Event description:
It was reported that bd vacutainer® blood transfer device holder with female luer adapter dirt was found in polybag. No patient impact was reported. The following information was provided by the initial reporter: this report is about fm dirt. Fm dirt was in the polybag.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. Based on the photos the foreign matter is likely to be grease from the manufacturing equipment. Additionally, 48 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.